Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to 1st degree uterine prolapse, cystocele and rectocele. Following insertion, the patient experienced very painful intercourse and cramping after sex daily. The patient underwent partial cervical amputation on (B)(6) 2007 due to prolapsed cervix secondary to elongation.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.